Event description:
It was reported that during a hemorrhoidectomy procedure, the staples were not closed completely and the circumferential tissue of hemo cut with bleeding. There was also difficulty in removing the instrument. Completed with the same like product. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).